Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6). No product available to be returned.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 283 mg/dl and 87 mg/dl. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.